Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 30 mmol/l. It was unknown if the auto mode was active during the reported event. The customer reported that the bent cannula was causing blood glucose to go high. The insulin pump will not be returned for analysis.